Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A caller reported that the sensor failed to trigger when the customer¿s blood glucose was low. As a result, the customer became hypoglycemic and experienced symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided sweet water and chocolate as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.